Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6)2025, the patient reported feeling unwell, experiencing diarrhea and vomiting. She initially self-treated with apple juice and a banana. The patient was later transported to the hospital by her husband. According to the patient, when her blood glucose was tested at the emergency room, the dexcom cgm was showing 56 mg/dl (as per data review), though she was unable to confirm this value with certainty. Upon arrival, a fingerstick blood glucose reading was 699 mg/dl, indicating a significant discrepancy between cgm and meter values. Based on clinical presentation and glucose levels, the patient was presumed to have experienced diabetic ketoacidosis (dka). She was treated with unspecified intravenous fluids and discharged after two days. There was no documentation of further medical evaluation or follow-up intervention. At the time of reporting, the patient was feeling well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.